Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the pin driver stuck in resection guide, not able to remove. Surgery extended greater than 30minutes.